Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-apr-2022 to 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the hard drive required replacement. A filed service engineer replaced hard drive. Unable to remote in currently, and the bio ID scanner port was reseated to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system prevented users from logging in during an active procedure. The customer added that they had multiple trips in and out of the room to get the required medications which caused patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hard drive required replacement. The affected component was replaced, and the biometric scanner port was reseated to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system prevented users from logging in during an active procedure. The customer added that they had multiple trips in and out of the room to get the required medications which caused patient care delay. There were no adverse events or injuries reported based on this incident.